Event description:
While using a bd 3ml syringe with a 23g x 1 1/2 tw im needle noticed white material appearing on the tip of the needle after drawing up the medicine to the tip of the needle. I changed needles and injected with a different needle. The white material on the original needle was hard and appeared to be the cement used to adhere the needle to the plastic that screws onto the syringe. I took the needle to my doctor's office and they advised it may be a bad lot and gave me a handful of needles to use instead. Looking through the blue-green plastic, it does appear that the white cement is missing from the base of the needle. I called bd and they want me to send them the needle and some packages of the syringes/needles from the same lot for their quality review. I'd rather send the items to a unbiased party for review. My biggest concern is regarding how safe is it to inject that cement into my muscle. I had seen "white stuff" on the tips of the needles before but it was after injecting the medication. Obviously there's a design flaw or quality issue here that needs to be looked at.